Manufacturer narrative:
Findings: unit passed displacement test, operating currents, self test and a21error test. However, unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr (gold).motor passed motor test. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip. Unit received missing end cap sticker. Unit received with cracked lcd window. (B)(4).

Event description:
It is recorded that an insulin pump was shipped back from a hospital with a note that said "broken". No further information was provided.